Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: 2010-(B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was not responding to increase in therapy and a catheter problem was suspected. The health care provider attempted to perform a dye study but could not aspirate anything from the catheter; felt like it was blocked. On x-ray it looked like there were no kinks or breaks in the catheter. The pump pocket was opened and connections between pump and catheter were checked. Per the reporter, all seemed fine and backflow from catheter and could aspirate internal pump tubing. Reconnected catheter and pump and patient now responding better to therapy. There was no injury; the patient outcome was doing fine. Drug delivered via the device was baclofen.